Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy ( leaflet flail, prolapse. Annular calcium) and difficulty imaging. The reported poor image resolution appears to be related shadowing from the annular calcium. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) mitral annular calcification(mac) and prolapsed flail posterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult due to shadow of mac. The clip was unable to pass establish final arm angle test as it slowly opened continuously, yet the decision was made to deploy the clip. After deployment, the clip opened to 30 degree and remains in stable condition. The second mitraclip was deployed lateral to first clip. While attempting to deploy third mitraclip, second mitraclip was observed to be in motion. Further observation in fluoroscopy revealed single leaflet device attachment(slda) of second mitraclip from anterior leaflet. Third mitraclip was maneuvered closer to slda clip to achieve stability. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
B1: updated section to include adverse event. B2: updated section to include required intervention. H1: updated section to serious injury.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) mitral annular calcification(mac) and prolapsed flail posterior leaflet for a mitraclip procedure. During the procedure, imaging was difficult due to shadow of mac. The clip was unable to pass establish final arm angle test as it slowly opened continuously, yet the decision was made to deploy the clip. After deployment, the clip opened to 30 degree and remains in stable condition. The second mitraclip was deployed lateral to first clip. While attempting to deploy third mitraclip, second mitraclip was observed to be in motion. Further observation in fluoroscopy revealed single leaflet device attachment(slda) of second mitraclip from anterior leaflet. Third mitraclip was maneuvered closer to slda clip to achieve stability. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.